Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced product performance non conformance's, that led to a clinical evaluation, where troubleshooting actions were performed; however, the anomalies were not been resolved. A replacement procedure was carried out, and during the surgery, it was noted that the pump tubing had a hole with fluid loss. The pump and cylinders were explanted, the existing reservoir was left implanted; a new entire ipp was implanted. Surgery results were reported as good and the patient was set to recover.